Event description:
The pt reported his insulin infusion device is very loud. During troubleshooting, the pt stated the piston rod and adapter cap has not been changed for over a year. The pt was advised both products must be changed once a year. The pt stated the expiration date on the batteries in use is 2000/03. The pt was advised to change his batteries immediately. Courtesy batteries, piston rod and adapter were sent to the pt. On f/u, the pt stated he tried the same piston rod, adapter, cartridge and batteries in his backup device and it worked fine. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.